Event description:
On (B)(6) 2012, the reporter called animas alleging that for the past 5 or 6 days, the up arrow, down arrow and ok keypad buttons are all intermittently unresponsive to presses. The reporter stated that there are no rips or tears in the keypad. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were intermittently unresponsive and the contrast keypad button responded appropriately. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts.